Event description:
Customer stated family member called 911 because they "tried to take a wing at them". The customer states they took 8 units of insulin based on a blood glucose result of 221mg/dl. At 12:30 pm paramedics arrived and tested the customer and received a result of 31mg/dl the customer device read 71mg/dl. The customer was given dextrose IV and taken to the hosp. The customer stated they did not eat at the normal time because they forgot. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.